Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. During functional testing of the instrument it was observed that the green firing button was not functioning properly. Engineering evaluation found that grasping mechanism within the instrument was damaged. The damaged component prevented the green firing button from functioning properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. Engineering evaluation determined that the most probable root cause of the observed damage was misuse of the product. However, a corrective action has been initiated to further investigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was able to fire but the clamp had jammed at the time of stapling. The green button was able to be pressed, but the handle cannot be squeezed. The patient status was reported as fine.